Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 27811433.

Event description:
It was reported that after the patients spinal cord stimulator (scs) permanent trial procedure, the physician detected swelling and fluid accumulation above the anchoring site, which was very painful for the patient. The patient experienced symptoms such as discomfort, pain, and edema. The physician decided to explant the lead and clik anchor. The patient has fully recovered. The explanted devices were disposed of by the medical facility.